Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant with full mtx surface texturing and microgrooves (tsvt6b11), corresponding transfer mount and mount screw were returned for investigation. Visual inspection identified minor wear on the as returned products due to usage. The hexes of the implant and mount screw had minor damage. Measurements were taken using a caliper and through dimensional analysis and comparison to drawings, it was determined that the products met design specification. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints identified for this product lot. Appropriate documentation was reviewed. Functional testing was performed and the products were able to easily disengage from each other, unconfirming the complaint and malfunction. A root cause for the complaint could not be determined with the information provided. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration. D4: UDI. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative. Note: b5: event and h1: type of reportable event were re-entered as these fields are required.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the fixture mount screw would not disengage from implant (tsvt6b11) after implantation.